Event description:
It was reported that during a pancreatic resection (whipple without vessel) procedure, the device was physically broken or damaged when a piece of metal came loose from the handle. The metal piece was found near the surgical area of the patient. The device was plugged into a generator at the time of the event. A new handpiece was picked up to complete the procedure. Photos were submitted showing a metal piece detached from the handpiece. No x-ray or any medical intervention was needed. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: b5. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the metal clicker of the device was broken off. The broken piece was returned. Review of the device usage data identified that the device had more than 800 initiated seals. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause was traced to a component failure. The clicker tab failure was due to extensive use of the device. A high number of cycles likely caused fatigue of the clicker. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pancreatic resection (whipple without vessel) procedure involving the ligasure vessel sealing device (jaw open lf1923 ligasure maryland 23 cm), the device was physically broken or damaged when a piece of metal came loose from the handle. The metal piece was found near the surgical area of the patient. The device was plugged into an ft10 generator at the time of the event. A new handpiece was picked up to complete the procedure. Photos were submitted showing metal piece detached from the handpiece. No x-ray or any medical intervention was needed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.